Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 1mm distal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was forcibly advanced to the severe lesion as difficulties occurred and the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon ruptured occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was forcibly advanced to the severe lesion as difficulties occurred and the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.